Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 69 mg/dl, 77 mg/dl, 94 mg/dl, 118 mg/dl, 94 mg/dl, and 73 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.